Manufacturer narrative:
Unit had multiple a47 alarm in alarm history screen due to corrupted history file. Unable to upload using carelink pro and carelink personal due to corrupted history file. Unit had a small crack on the reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
Customer reported that the insulin pump could not be downloaded into carelink. Customer also reported that the insulin pump became unresponsive with returning a prior alarm. Blood glucose level was 200 mg/dl at the time of the call. No further information was provided.